Manufacturer narrative:
No product was returned for evaluation. Analysis of the submitted system controller log file confirmed a pump stoppage event; however, a specific cause could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6)2017 through (B)(6)2017. The pump appeared to be functioning as intended with stable parameters up until the pump stoppage captured on (B)(6)2017. The patient had been operating on battery power up until the pump stoppage event when the patient connected to the power module. This could have been caused by a driveline issue or high current event. No atypical alarms were recorded throughout the duration of the log file. Additionally, the submitted x-rays were unremarkable. The center requested an ungrounded power module patient cable for the patient. The patient remains ongoing on vad support and no further issues have been reported. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years and 8 months.  The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that x-rays revealed two possible areas of shield thinning on the driveline, one internal and one just external to the patient. The patient was asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative revealed a pump stoppage on (B)(6) 2017, which could be the result of a controller high current event or a percutaneous lead short to shield. X-ray images did not reveal obvious areas of concern on the driveline. The patient was provided an ungrounded power module patient cable. No additional information was provided.